Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years later, CT revealed the filter was centered at the level of l1-l2. The tip of the filter was noted at the level of the renal veins. There was a slight tilt of the filter in the medial direction of approximately 10-11 degrees. Therefore, the investigation is inconclusive for the alleged filter tilt and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the medical records, there is no clear evidence to confirm for filter tilt as it reported that "slight tilt of the filter in the medial direction of approximately 10-11 degrees". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant and subsequently expired which was not seemed to be related to the device as per the documentation received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years later, CT revealed the filter was centered at the level of l1-l2. The tip of the filter was noted at the level of the renal veins. There was a slight tilt of the filter in the medial direction of approximately 10-11 degrees. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for the alleged pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. However, the investigation is unconfirmed for filter tilt as it reported that "slight tilt of the filter in the medial direction of approximately 10-11 degrees".based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2017),g4. H10: h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant and subsequently expired which was not seemed to be related to the device as per the documentation received.